Event description:
A discrepant lab comparison. The device results reported were 6.7 and 2.2 inr. The lab results reported were 5.05 and 2.48 inr. The device was replaced and requested to be returned.